Event description:
A physician attempted an arteriotomy in the right common femoral artery using the starclose device following an unknown procedure. The sheath was inserted, but the physician was unable to advance the sheath completely into the artery. The device was exchanged for a second device and the sheath was successfully inserted. While using the second device, the starclose clip did not fire. The physician reverted to manual compression to achieve hemostasis. The following day, the patient was diagnosed with and treated with ultrasound compression for a pseudoanuerysm. This report is for the first device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.